Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel pacing catheter instructions for use (IFU) states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product. The pacel pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy.

Event description:
Post-withdrawal of the pacel temporary pacing lead, the patient experienced a pericardial effusion. Pericardiocentesis was performed without additional complication and the patient was discharged.